Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two episodes of low glucose with a device alert indicating glucose falling quickly, and contemporaneous reports showed inconsistent sensor readings with a lowest value of 69; the user treated with oral glucose. Symptoms included hypoglycemia and shaking. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information and no findings available, and the medical device problem could not be confirmed due to limited data, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.